Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to eri, insulation anomaly were observed. The lead was capped and replaced. The patient condition was good.